Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the physician that, in general, the implantable cardioverter defibrillators (ICD) are difficult to see through the header to determine if the pins are fully inserted. No patient complications have been reported as a result of this event.